Event description:
The customer reported a noise and thereafter a black image. This error will result in a sys shut down situation. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube was replaced and the generator was calibrated during the svc call. The system was tested and found to be working as intended and placed back into svc.